Event description:
It was reported that during a da vinci si surgical procedure, fragments of a da vinci surgical endoscopic instrument were observed falling into the pt. The pt's affected area was irrigated and known pieces were removed. Upon removal of the instrument, the site observed the shaft of the instrument to appear as if it were scratched. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Despite attempts to contact the site, no additional info was received. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional info is received. Per the info provided by the initial reporter, the known instrument fragments were successfully retrieved from the pt.